Event description:
The trilogy ev300 ventilator was alleged to have failed the pre-test prior to a remediation. It was reported that a red screen and indicating a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was indicated to require on-site repair service by philips technician. However, the on-site repair was cancelled by the customer stating "we will not move forward with the repair" via email to the repair service provider. Since the customer is rejecting repair of the ventilator a final report is being submitted as no repair and service information is expected.